Event description:
On (B)(6) 2011, stryker medical was notified or a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a kci bariatric bed, serial number (B)(6), model 60035 bari mazz ii had no power to the foot board display screen. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).